Manufacturer narrative:
Visual analysis of the returned device identified: broken shell, fold creases. A leak test was perform and was found delamination of valve and broken valve seat. A microscopic analysis identified: total delamination of diapherm flange disk assessed as adhesive failure and a broken valve seat assessed as broken valve seat diaphragm valve. Based on the device analysis the final assessment is: delamination of diapherm flange disk assessed as adhesive failure. Broken valve seat assessed as broken valve seat diaphragm valve. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.